Manufacturer narrative:
(B)(4). A review of the device history record was performed with no abnormality observed. A review of the service history revealed no issues that could have caused or contributed to the reported difficulty. The assignable cause was undetermined. Should additional information become available, a follow-up will be submitted.

Event description:
The customer contacted a baxter technical service representative (tsr) regarding a high drain 101 alarm, indicating the patient drained more than 200% of the maximum prescribed cycle fill volume, which occurred on the hc after use. The hp did not have a complete therapy the previous night and ended therapy early in dwell 5 of 5. There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction associated with the reported condition. No additional information is available.